Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing unexpected high blood glucose level of 16-17 mmol/l while using the pump. Caller reported changing the infusion set without success in lowering blood glucose. No adverse event reported. Product will not be returned due to custom and legal issues in russia; replacement was provided.